Event description:
(B)(4). Initial and additional info received from a consumer on (B)(6) 2009: a (B)(6) female received an unk dose amount of injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] for facial wasting (not (B)(6) related) on (B)(6) 2009. On an unk date, she began to develop a rash. She stated it was not an inflamed rash but more like a red rubbing rash that she thinks was caused by the friction of massaging. On an unk date, she saw her dermatologist who told her that the rash occurred from over-massaging the area. The dermatologist recommended that she use over the counter cortisone cream. The event has since resolved after the use of treatment and she is happy with the poly-l-lactic results. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Therefore, we recommend addressing this kind of event to the medical affairs unit for their eval. No faults, defects, damages detectable. Conclusion: no faults detectable.